Manufacturer narrative:
The agent reported, "trial broke upon dislocating hip during trialing." Item number: 803-15-240. "Item description: empowr acet dm, dual art head trial, slotted, 40mm. " lot#: 2797. Part revision: 03. Product type: hip. Manufacture date: 19-dec-2022. Possible time in service: 3 years, 7 months, 25 days. This event occurred during surgery, near the patient. The surgeon reported no risk or adverse event. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and deemed acceptable based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the reported instrument was not returned to enovis surgical for evaluation. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Root cause: the root cause of this complaint is that during the trialing process, the trial component broke, and the hip dislocated. This is most likely attributable to excessive mechanical stress or handling outside of intended use conditions. This event is not considered indicative of a product defect or malfunction. Containment: there are no indications that the instrument has a design or material deficiency. Therefore, no inventory containment is required. The event is associated with instrument usage, not a design or manufacturing issue. Device history records review: a review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. Complaint history: the customer complaint history for the reported device(s) showed no current trends or ongoing issues that require review.

Event description:
Instrument failure - trial broke upon dislocating hip during trialing.